Event description:
During customer inspection of the device, the user reported that they received an error led light. There was no pt involvement. The unit was repaired at the customer site.

Manufacturer narrative:
Device not returned.